Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. Patient's mother found him passed out and called an ambulance; paramedics came to their home and delivered a glucose injection. Patient regained consciousness with a blood glucose level of 40 mg/dl and did not require further medical attention. Pod was removed at the time of reporting after being worn between 4 and 24 hours.